Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb12, (impl tapered sp 3.7mm 12m m octagon) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120026670. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026670 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿nerve damage¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). G4: premarket identification PMA/510(k) #: k011245/k002188.

Event description:
It was reported that during the placement of the implants at tooth site 44/45, nerve pain was noted despite anesthesia, therefore a shorter implant was placed (spb10).